Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned 1 broken, and 47 unused, loose vtb042525 with an unknown lot number. Using microscope visually checked broken file. No manufacturing defects or markings were noted. Approximately 1.89mm was broken from the tip. Using microscope visually checked unused files. No manufacturing defects or markings noted on files. Using the ansi plan with and aql of 1.5 using normal sample plan randomly selected and tested 8 pieces. Measured the files using tm-0061 on nikon 4 according to the specifications from 0170-sp-vtb042525-a. Unused product has been analyzed and was found in compliance with specifications. Root cause of breakage is unknown.

Event description:
It was reported that a profile vortex blue file broke in a patient's tooth during use. The broken piece could not be retrieved and was incorporated into the filling.